Event description:
Pt was injected with radiesse dermal filler in the bridge and tip of the nose. The pt developed pain, swelling, pustules and a blackened area. The pt was initially treated with a lidocaine patch and hydrocodone for pain.

Manufacturer narrative:
During a follow-up with the rn, it was reported that the pt still has a small dark area, but the symptoms have resolved. The rn indicated that the symptoms were treated as infection, but that the blackened area was confirmed as necrosis. The device history records for radiesse lot 1012129 were revised; this lot met all testing specifications.